Manufacturer narrative:
(B)(4). One unused cassette was received in opened original packaging in reference to particulate matter. The cassette was visually inspected and one loose particle was noted on the outside of the cassette. This report was confirmed. A batch review was performed on the associated lot with no issues noted regarding loose particulate matter. Based on the information gathered during baxter's investigation, the root cause of the report was not determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The product sample has been requested, but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Event description:
A patient reported to baxter (B)(4) that a black spot was found on the supply line. There was no patient injury reported. No additional information is available.